Manufacturer narrative:
(B)(4); the patient was scheduled for follow-up at a later date. Records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that during device check this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code indicating a long charge was detected. No other anomalies were noted during the device check. Boston scientific technical services (ts) discussed the desired charge time range and that the long charge time likely occurred during an automatic capacitor reform as there was no shock delivered. Data was sent for review and the date that the long charge occurred was overwritten. Subsequent charge times were within an acceptable range. Device replacement was recommended. No adverse patient effects were reported.